Event description:
05/29/2020: cpo sent an e-mail where he described that the axor ii unintentionally detached while patient was walking. After this incident the patient can't attach the axor ii on the abutment. The axor does not grip the abutment. 12/15/2020: no deviations were found in batch documentation. Device have been manufactured according to specification. The issue could not be replicated. However wear of jaws were identified. Jaws replaced.

Manufacturer narrative:
Device received but not evaluated yet. Investigation ongoing.

Event description:
On (B)(6) 2020: cpo sent an e-mail where he described that the axor ii unintentionally detached while patient was walking. After this incident the patient can't attach the axor ii on the abutment. The axor does not grip the abutment.